Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect program execution. Please refer to the document file-2019-02709_platinium dr 1540_italy_listsn.pdf for device serial numbers affected by this event. Attachment: [file-2019-02709_platinium dr 1540_italy_listsn.pdf].

Event description:
Reportedly, during a follow-up session on (B)(6) 2019, the message: a pre-programmed setting with the same name already exists. Do you want to overwrite it? Was displayed during the initial interrogation phase of different platinum devices. The same behavior was also observed when opening patient files stored in the programmer.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up session on (B)(6) 2019, the message: a pre-programmed setting with the same name already exists. Do you want to overwrite it? Was displayed during the initial interrogation phase of different platinum devices. The same behavior was also observed when opening patient files stored in the programmer.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. It should be noted that the number and serial number of the devices involved in the reported issue are unknown.

Event description:
Reportedly, during a follow-up session on (B)(6) 2019, the message: a pre-programmed setting with the same name already exists. Do you want to overwrite it? Was displayed during the initial interrogation phase of different platinium devices. The same behavior was also observed when opening patient files stored in the programmer.